Event description:
It was reported that during a da vinci surgical procedure, a wire was coming out at the tip of a maryland bipolar forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. Additional observation not reported was a small indentation at the mid-point of the tip of the instrument's grip. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. This the customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.